Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that in the intensive care unit, the patient, on inotropic support was on the way to CT scan when there was a "critical failure resulting in all channels shutting down". There was no information on patient involvement.

Event description:
It was reported that in the intensive care unit, the patient, on inotropic support was on the way to CT scan when there was a "critical failure resulting in all channels shutting down". There was no information on patient involvement.

Manufacturer narrative:
Omit : a25 - no apparent adverse event (3189), g07001 - part/component/sub-assembly term not applicable, c19 - no device problem found, d14 - no problem detected. Additional information: imdrf annex c, d codes. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit : c20 - no findings available, d15 - cause not established. Additional information: imdrf annex a, b, c, d, g codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report that the devices had a channel error was not confirmed during the investigation. Laboratory testing could not be performed as suspect and concomitant devices were not received for investigation. A log analysis could not be performed as no devices were returned for investigation. Inspection could not be performed as no devices were returned for investigation. The alaris system with guardrails suite mx user manual (v9.33) notes that channel error means a malfunction is detected on the module. Clear the channel error pop-up by pressing the confirm softkey. Power down the system, or continue use of functional units, or replace the affected channel with an operable module. The devices were in use for treatment purposes as intended per 21 cfr 820.19(d)(2). Root cause: the root cause for the reported channel error could not be determined during the investigation.

Event description:
It was reported that in the intensive care unit, the patient, on inotropic support was on the way to CT scan when there was a "critical failure resulting in all channels shutting down". There was no information on patient involvement.